Event description:
As reported by navilyst medical's distributor in the (B)(6): hospital was using a needleless connector in conjunction with a PICC device. The connector could not be removed from the hub/valve of the catheter. Forceps were used, and the hub was cracked, necessitating that the catheter be removed and replaced. There was no patient injury. It has not yet been confirmed if a sample will be available for evaluation.

Manufacturer narrative:
The complaint reporter has not yet confirmed whether a sample will be available for evaluation. As the investigation into this event is ongoing, upon completion of the investigation, a supplemental medwatch will be submitted.